Manufacturer narrative:
Date of event: the event date is unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that "for a while" the patient had been having "more issues with falling and stuff" so the staff at the facility that the patient resides at were trying to figure out if there was something wrong with the patient's implant or equipment. Before the patient moved into the facility, they were falling 19 times a day and the falls had reduced but the patient was still having issues with falling. This was when it was noticed that the recharger wasn't charging properly from the desktop charger (dtc). The recharger showed it was charging but the recharger wouldn't progress in charge level. They didn't know how long this had been an issues for. The circumstances that led to the reported issue were asked but unknown. They were not with the patient so the implant status was unknown. They inspected the recharging equipment and saw no physical damage. The first 25% of the recharger was flashing however the recharger was not progressing in charge level. A replacement recharger and dtc were sent. Additional information was received from the consumer reporting that the patient went to the hospital for 10 days and came back. Since coming back from the hospital, they assured therapy is on.

Manufacturer narrative:
Continuation of d10: product ID 37751, serial# (B)(6), product type recharger product ID 37761, serial# (B)(6), product type recharger medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer reporting that the recharger replacement resolved the issue. They reported that the falls were not related to the deep brain stimulation therapy or device.